Event description:
Related manufacturer reference number: 3006705815-2023-06621. It was reported that the patient had cultures taken at the lead and ipg site due to a suspected infection. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the entire system was explanted to address the issue. An update has not been provided yet if the infection healed nor is it determined which lead attributed to the infection.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4) , serial: (B)(6) , batch: a000108748.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.